Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) displayed a microprocessor failure during their routine check. There was no patient involvement and no adverse event was reported. The date of the event was not disclosed.

Manufacturer narrative:
A company service territory manager (stm) evaluated the iabp and verified the alleged malfunction. The stm replaced the main cpu board and the iabp then passed all performance and calibration tests and was cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) displayed a microprocessor failure during their routine check. There was no patient involvement and no adverse event was reported. The date of the event was not disclosed.